Event description:
A percutaneous coronary intervention was performed for a lesion in the left anterior descending (lad) area. The target lesion was 99 % stenosed and calcified with severe tortuosity. The area being treated was pre-dilated with a balloon catheter and intravascular ultrasound (ivus) was performed. A stent was implanted at the distal part of the lad mid and second stent was placed overlapping proximally to the first stent. Then two balloon catheters were inflated to dilate the stent, and ivus was performed for final confirmation. Imaging was performed with auto pullback and stent implantation was confirmed to be "good". While withdrawing the catheter, the catheter got stuck on the proximally implanted stent at the mid part; it was unable to be withdrawn. In an attempt to remove the catheter, imaging core was removed out from the sheath, guidewire was inserted through the sheath and the guidewire was pushed or pulled; failing to remove the catheter. The physician advanced the guide catheter to where the catheter was stuck on the stent, pushed it and the catheter was able to be removed outside the body. No pt injury was reported.